Event description:
It was reported that a flogard infusion pump had experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed. The cause of the reported condition was due to defective main batteries. In order to resolve the issue the batteries were replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.